Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4 and h10. This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
A review of the scope's history indicates the scope was purchased on july 15, 2003 with no previous repair records. The service center requested to have the scope returned for evaluation only, however, the user facility stated they will not be returning the scope to the service center as the scope is obsolete. Therefore, the cause of the broken biopsy valve cannot be conclusively determined at this time. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the biopsy valve was broken. There was no patient involvement reported.